Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-jul-2016, fse arrived at the site to address the reported event. Upon inspection of the device, the fse discovered that the top piece of the tubing had come off the wash probe.. The fse reconnected the tubing, but at the same time found a couple of beads in the well between turntable positions 13 and 14 and removed them. Further, the fse cleaned the turntable to make sure it homes properly and there were no more beads, and adjusted the wash probe height. Last, the fse performed performance checks on the instrument which all passed and ran quality control (qc) which was found to be in range. No errors occurred during the run. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to the tubing being disconnected from the wash probe.

Event description:
On (B)(6) 2016, the customer reported to a technical support specialist (tss) of receiving error "4002" (turntable slip error). The tss advised the customer to reboot the instrument and perform sample feed. The tss followed up with the customer on the same day and the customer reported experiencing a substrate purge failure. The customer was advised to prime the substrate alternatively replace the substrate. The customer informed the error persist. On (B)(4) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.